Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 449 mg/dl. Customer had flu shot and covid shot. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of high blood glucose level. The auto mode feature was active at time of incident. Customer was treated with insulin manual injection or insulin pen. There were no kink, bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Customer stated that insulin pump had passed high pressure test. There were no leaks. The insulin pump will not be returned for analysis.